Event description:
The pt ((B)(6)) was to receive the scs system on (B)(6) 2012. It was reported intra-operative testing identified invalid impedance on the scs lead. The physician replaced the lead and stimulation was achieved. Upon removal, the physician reported observing a break in the lead that was exhibiting invalid impedances.

Manufacturer narrative:
Results - the complaint could not be confirmed for lead broken/fractured. As received, the lead had several compression marks on the lead body. The stylet had two abnormal bends. No kinks or fractures were observed. The returned lead passed all functional testing. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.